Event description:
It was noted that the patient expired after explant of the device. Medical safety review of the event noted that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-06897 was provided in sections b1, b2, b5, d6, h1, and h6.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 58-year-old male noted as high-risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the patient experienced multiple pump complications during impella cp support. Six days into support, it was discovered that the filter on the purge sidearm was cracked and leaking. The staff was walked through the purge bypass process, but an hour later the pump began to experience saturated flows. While on the phone with the staff to discuss troubleshooting, the pump stopped. The pump was restarted temporarily, but stopped again shortly after. The pump was subsequently explanted as a result of the failures. There was no patient harm.

Manufacturer narrative:
The investigation into the purge leak ¿ pump, pump stop, and the saturated flow issues has been completed since the original report was filed. The device was not returned for investigation. The root cause of the pump stop was due to the damaged purge filter which led to blood ingress into the purge line and motor, high purge pressure, and the high motor current pump stop.